Manufacturer narrative:
Investigation: visual inspection revealed that the scissors shaft tip shrink tubing had shriveled up somewhat and was peeling. There was some evidence of blood. Based upon the visual observations, the reported complaint for "coating peeling" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 scissors black coating melted. The report stated "shortly after using the vasoview scissors to cauterize and divide branches, surgeon noticed that the black cover for hub was melted and white part is bared." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.